Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was failed to boot up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station won¿t boot up. A field service engineer worked with team and deleted database and repaired. The fse performed full synchronization. The fse removed the drawer and reseated all connections. The mother of all boards (moab) and cubies were cleaned, and a few medications along with foil debris were removed. Two cubies were unloaded and reloaded in alternate locations. The system functioned as intended after the field service engineer repaired the device.